Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's device was explanted (date unknown as of the date of this report), this report is submitted on august 23, 2017.